Event description:
It was reported that the right ventricular (rv) lead was experiencing a gradual rise in bipolar and ttc (tip-to-coil) impedances, with lead impedances trending upwards and now over 1500 ohms. There were increases in bipolar threshold with outputs currently set at 5v/1ms. An alert was triggered due to high rv thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: ddmb1d4 ICD implanted: (B)(6) 2020 ; 5076-52 lead implanted: 10-nov-2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the rv lead continued to exhibit high thresholds and gradual rise in bipolar and ttc impedances. It was also stated that that the issues seem to be due to physiologic interaction with the lead or it could also be an injury to the tissue near the rvt electrode, such as a silent myocardial infarction.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.